Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. All available information has been provided. This report is related to (B)(4).

Event description:
During a site visit, a "bad" air-in-line (ail) assembly was reported.